Event description:
Philips received a complaint on intellivue mx800 patient monitor indicating that getting incorrect numbers for waveforms. The device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The remote service engineer spoked with the customer to try to do some troubleshooting. The biomed stated the qrs on the secondary lead v is very small. The rse explained that visually it needs to be half of a millivolt for it to read. The biomed is not in front of the device to further troubleshoot and to rule out hardware issues put your simulator on the mx800 and confirm it is counting correctly. Biomed asked to leave the case open until the end of the week and will callback if they do not work and talk to technical support if needed. Based on the results of the analysis, the product malfunction was unable to be confirmed. The customer did not call back and the cause is unknown. No further information was provided.